Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The ventilator passed all tests, calibrations and was operating within the manufacturing specifications. The customer will run unit on a test circuit and test lung for 24-48 hours before returning the ventilator to patient use.

Event description:
It was reported that, during patient use, a ventilator displayed a severe occlusion alert message. A patient was weaning off the ventilator and the respiratory therapist noticed fluid within the exhalation filter and tubing. The patient was transferred to another ventilator with no change in therapy or patient harm. There is no report of death or serious injury associated with this event.